Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain located at the ipg pocket site due to the ipg being at an angle inside the pocket. The patient underwent surgical intervention wherein the ipg pocket was revised, which resolved the issue.